Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 01/18/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available.